Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its daily user test. Upon initial evaluation, by the service agent, it was observed that the device had logged an event code in its memory that resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center further evaluated the removed therapy pcb assembly. The cause of the reported issue was determined to be due to shorted pins 5 and 9 on diode, designator cr30 on the therapy pcb assembly. This resulted in the device to log an event code and the negative portion of the biphasic waveform to be missing.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb connector, assembly board and other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its daily user test. Upon initial evaluation, by the service agent, it was observed that the device had logged an event code in its memory that resulted in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.